Event description:
Attorney reported: in 2005 -- the pt underwent a hernia repair procedure with implant of a composix kugel mesh patch. In 2007 - the pt underwent a hernia repair procedure with implant of a composix kugel mesh patch. The pt suffered surgery to remove the mesh patch, hospitalization, severe abdominal pain and swelling, permanent disfigurement to her abdominal area and injuries to her body.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available. Info related to the composix kugel mesh implanted in 2005 will be reported in accordance with rae.